Event description:
During an acl procedure, a flipcutter iii was used and when the blade deployed, it broke off leaving fragments of the device in the patient. The doctor was able to successfully retrieve the two fragments and avoid further complications. Physician and rep confirmed with staff that all pieces were removed.